Manufacturer narrative:
A visual examination of the returned device revealed the internal bolster was found to be separated from the device. Remnants of the bolster remained on the end of the tubing with no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. There were no defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during placement into the patient. Bolster detachment most likely occurred because the user applied excess force as the pocket was stretched by the obturator rod causing the bond between the tubing and bolster fail. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A device history record (DHR) review was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2017. According to the complainant during the replacement procedure, inside the patient, when attempting to place the new device, the internal bolster detached and had to be retrieved. The procedure was completed with a new endovive securi-t replacement gastrostomy tube. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.